Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012 device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and history revealed no activity outside normal. The black box showed data available from 07/03/2012 thru 07/11/2012. There was no data available for the time of the reported incident on (B)(6) 2012 due to continued patient use. No alarms or pump conditions representing a malfunction were recorded in black box or alarm history. The battery cap was evaluated and found to be within specification. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
The patient reported that the pump gave an alert and the pump turned off. The patient was unsure of the alert.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.